Event description:
Follow up with healthcare professional indicates the "patient was seen and treated by another provider for complications. The practice/records for the initial treatment were/are unavailable.¿

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of "migrated in my face¿, ¿created an infection¿, "very yellowing color under my eyes¿, ¿symptoms of skin discoloration under the eyes also occurred at the injection site¿, ¿persistent hyper/ dyspigmentation in the area of injection¿, and ¿obvious, large amounts of filler in malar region with infection at left post dental procedure¿ are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: 4. Warnings: treatment site reactions consist mainly of short-term inflammatory symptoms and generally resolve within 2 to 4 weeks. Refer to the adverse events section for details. 5. Precautions as with all transcutaneous procedures, dermal filler implantation carries a risk of infection. Standard precautions associated with injectable materials should be followed. Patients may experience late onset nodules with use of dermal fillers, including juvéderm voluma® xc. Refer to adverse events section for details. 6. Adverse events table 1 and 2: treatment site responses by maximum severity and duration occurring in > 5% of subjects after initial treatment (n = 265). Possible treatment site responses include: tenderness, swelling, firmness, lumps/bumps, bruising, pain, redness, discoloration and itching. C. Other safety data; postmarket surveillance: juvéderm voluma® without lidocaine has been marketed outside the us since 2005, and juvéderm voluma® xc (also known as juvéderm voluma® with lidocaine) has been marketed outside the us since 2009 and in the us since 2013. The following aes were received from postmarket surveillance for juvéderm voluma® with and without lidocaine with a frequency of 5 events or more and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. All aes obtained through postmarket surveillance are listed in order of number of reports received: inflammatory reaction, lack of correction, infection, migration, allergic reaction, abscess, paresthesia, vascular occlusion, drainage, necrosis, vision abnormalities, malaise, scarring, nausea, granuloma, deeper wrinkle, and dyspnea. Reported treatments include: antibiotics, steroids, antiseptic creams, hyaluronidase, anti-inflammatories, antihistamines, needle aspiration, eye drops, radio frequency therapy, hyperbaric oxygen treatment, laser treatment, ice, massage, warm compress, analgesics, anti-virals, ultrasound therapy, excision, drainage, and surgery.

Event description:
Patient called to report they were injected with juvéderm voluma® xc in the cheeks approximately three years later stated the product, ¿migrated in my face" and it "created an infection." CT scan confirmed event, indicated by "it was the filler that had traveled to one side of the face to the other side." The patient also reported there is a "very yellowing color under my eyes." The patient indicated they have had "injections to have it dissolved." Follow up with the healthcare professional noted the patient¿s CT scan ¿diffuse subcutaneous inflammation/phlegm¿, ¿patient has persistent hyper/ dyspigmentation in the area of injection¿ and ¿obvious large amounts of filler in malar region with infection at left post dental procedure.¿ hylenex was ¿injected directly into malar/submalar, intraorbital area¿ and three rounds of oral antibiotics were given as treatment on unknown dates. Symptoms are ongoing.